Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operational check. All power sources have to be disconnected and power re-connected to clear the lockup/hang condition. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device would lock up at the charge (energy) step of the user initiated operational check. All power sources have to be disconnected and power re-connected to clear the lockup/hang condition. There was no pt involvement. Philips evaluated this device and confirmed this malfunction. The processor pca was replaced and the software was reloaded to resolve the symptom. The device passed testing and was returned to the customer.